Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file. A review of the log files spanned approximately 9 days (B)(6) 2021 per time stamp). On (B)(6) 2021, from 18:17 to 19:30, while connected to the power module, a backup battery not installed alarm activated, possibly due to the re-insertion of the battery, from a previous backup battery fault alarm not visible in the log file. On (B)(6) 2021 at 17:03, a backup battery fault activated due to a f34 circuit fault; it cannot be conclusively determined from the log file if this was related to a true disconnection of the backup battery or an atypical alarm. This alarm lasted up until the controller exchange sequence started at 17:11. The heartmate3 system controller (serial (B)(6) was not returned for analysis. Multiple attempts have been made to obtain additional information regarding the decision to exchange the controller, but there has been no response at this time. A root cause for the reported event cannot be conclusively be determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient had an emergency backup battery (ebb) fault alarm on (B)(6) 2021, after dropping the controller. The controller ended up being exchanged. The emergency backup battery was re-seated. The controller seemed to be working well post exchange. The event log captured the backup battery faults starting (B)(6) 2021 and continuing until the controller was exchanged. Since the controller was dropped, the ribbon cable inside the controller may have become dislodged/loose causing these ebb faults.